Event description:
It was reported the pt experienced intermittent shocking or jolting sensations down the legs, panic attacks, urinary symptoms and vomiting. There was no known accident or incident related to this complaint. The pt's status was undetermined at time of the report. The device was explanted and replaced with a competitor device. The device was discarded. Add'l info has been requested from the hcp, but was not available as of the date of this report.